Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure the patient expired. The restenosed, unknown, previously implanted stent was located in the left anterior descending artery. The physician performed a rotational atherectomy treatment procedure using a rotablator with a 1.25 and 1.75 burr before implanting a 2.50x24mm promus element plus stent. The stent was deployed at 16atms for 48 seconds. The procedure was completed and no patient complications were reported. The patient was brought to recovery. An unspecified time later, the patient became "very short of breath", coded and expired.